Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior cervical spine fusion at c2-4 using rhbmp-2/acs on (B)(4)-2006. Post-operatively in 2006, patient was diagnosed with chronic pain, nerve damage, difficulty breathing and difficulty swallowing. As a result patient has required extensive medical treatment. Patient has never recovered from her surgery involving rhbmp-2/acs and continues to have daily severe pain that prevents her from performing many basic activities of daily living. It was also reported that patient suffered injuries and damages, including but not limited to, an inflammatory reaction, osteolysis, chronic pain, and additional surgeries. No additional information has been provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006, patient underwent following procedure: part one: posterior fossa decompression consisting of a suboccipital craniectomy; c1 laminectomy; c2 laminectomy; resection of the atlantooccipital ligament; and remodeling of the sopraocciput to accommodate cranial instrumentation. Part two: craniocervical fusion- in extraction (occiput to c4) under fluoroscopic guidance consisting of bilateral c2-3 and c3-4 arthrodesis; implantation of 14 x 3.5mm lateral mass screws at c3 and 4 bilaterally; implantation of 24 x 3.5 mm pedicle screws at c2 bilaterally; implantation of bilateral bar plates with four point skull fixation; 12mm, 12mm, 12mm, and 12mm x 3.5mm screws top to bottom on the left; 12mm, 12mm, 12mm, and 10mm x 3.5mm screws top to bottom on the right; methyl methaacrylate seal of occipital plates and screws bilaterally; osseous fusion employing grafton, rhbmp-2/acs, autogenous bone, autologous cancellous bone; creation of an extradural blood patch. Pre-op and post-op diagnosis: posttraumatic craniocervical instability with functional cranial settling; chiarii malformation with minimal tonsilar herniation (3-5mm); status post section of the filum terminate ((B)(6) 2006); retroflexed odontoid with basilar impression; eagle's syndrome; c5-6 and c6-7 disc prolapse. As perop notes: ".. An osseous fusion was performed in the usual manner. Strips of collagen impregnated with rhbmp-2 were placed in the lateral spinal gutters around the instrumentation. Finely chipped fragments of autogenous bone and autologous cancellous bone mixed gel were spread over rhbmp-2 strips. A second layer of rhbmp-2 was placed over the bone chips.. No complications were reported.."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2006 the patient underwent a posterior lumbary interbody fusion in which rhbmp-2/acs was used. It was reported that in or around 2006 the patient was diagnosed with chronic pain. As a result, the patient has required extensive medical treatment. It was reported that the patient has never recovered from her surgery and she continues to have daily severe disabling pain that prevents him from performing many basic activites of daily living.